Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the system cannot turn on. Upon functional testing, the fse found the defect in ippc and host pc. To resolve this issue fse replaced the ippc and host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ip pc would not turn on. There was no reported patient or user harm.